Event description:
It was reported via a trial that approximately one year after the implantation of the xact stent in the right internal carotidy artery, x-ray revealed a grade 1 single strut stent fracture. The patient was asymptomatic. There were no reported adverse patient effects and no reported intervention. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that a package with a sound dilator component was not seated properly into the blister of the device and caused damage to the tyvek and to the part of the component.

Manufacturer narrative:
(B)(4). Five sealed packages were received and visually inspected. Packages 2-5 are fine with no defects. Upon visual examination of package 1, it was observed that the tip of the sound dilator component was partially caught in the seal area of the package. The device tip was damaged and the package was damaged. The package damage did not break the sterile barrier and is not classifiable per specification. Package integrity is intact. The product met all in-process and finished goods specifications upon release of the product.